Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt the device's display became distorted and was not readable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.